Event description:
Patient's social worker reported patient experienced elevated blood glucose levels. Social worker reported the following: on (B)(6) 2011, patient's blood glucose level was elevated in the evening to 27.0 mmol/l (486 mg/dl), took correction via the infusion device and the patient slept; at 9 pm his blood glucose level was 29.7 mmol/l (535 mg/dl), took 2.6 units of insulin as correction via the infusion device; at 11 pm his blood glucose level was 'hi', took correction via the infusion device and at midnight, his blood glucose level was 'hi' and he took correction via the pen. Social worker stated on (B)(6) 2011: at 1:30 am patient's blood glucose level was 30.6 mmol/l (551 mg/dl), took correction via the pen; at 3 am his blood glucose level was 27.1 mmol/l (488 mg/dl), took correction via the pen and at 5 am his blood glucose level was 30.1 mmol/l (542 mg/dl) and he took correction of 2.6 units of insulin via the infusion device. Social worker reported in the morning patient was in school and his blood glucose level was elevated, took correction via the infusion device but no success. Social worker informed emergency that patient's blood glucose was elevated and he was admitted to the hospital. Social worker stated patient received correction via the pen and his lowest blood glucose level was 20.0 mmol/l (360 mg/dl). Social worker reported driving the patient to the hospital and he is now on ict (intensified conventional insulin therapy) with the pen and his blood glucose level is better. Social worker and the doctor think the remote control on the pump/meter is not working. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.